Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 190 mg/dl, and the meter bg reading was 55 mg/dl. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.